Manufacturer narrative:
The pump was received for evaluation and the following were found during investigation: the "down" arrow button does not click and spring back, the keypad was removed and adhesive was found under the button contacts intermitting key presses, there was contamination under the button contacts, and the button contact was misaligned.

Event description:
It was reported that the "up" button stays down after being pressed and no longer springs back. The patient denies physical damage to the keypad and exposure to moisture.